Event description:
Report rec'd of bleed back through the thermistor port of the thermodilution catheter. The anesthesiologist was placing the catheter pre-operatively for a pt who was to undergo an abdominal aortic aneurysm repair. The anesthesiologist reports that the balloon tested fine prior to insertion and that the catheter floated smoothly, however, the catheter would not wedge. At that time, it was noted that blood was dripping out of the catheter's thermistor port. A total of approximately 5ml of blood was lost. The catheter was removed and replaced with a new one without difficulty. The pt did not experience any adverse effects.